Event description:
Caller reports that during a parallel study, coaguchek xs/laboratory results were obtained. No treatment info provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).